Event description:
It was reported, the patient had a loss of therapeutic effect. The patient had a battery replacement 5 days prior to report and their body ¿had not been happy since the anesthesia wore off after that surgery¿ and they had been ¿twisting.¿ their body was ¿happy¿ at 2.37v when the battery was replaced. It was further reported it seemed that the patient was set ¿too high on the new battery.¿ the patient was going to turn their device down and follow up with neurology.

Manufacturer narrative:
Product ID 3387-40, lot# j0519663v, implanted: 2005 (B)(6); product type lead product ID 748240, serial# (B)(4), implanted: 2005 (B)(6); product type extension product ID 748240, serial# (B)(4), implanted: 2005 (B)(6); product type extension product ID 3387-40, serial# (B)(4), implanted: 2007 (B)(6); product type lead product ID 37642, serial# (B)(4); product type programmer, patient. (B)(4).